Event description:
Reporter noted posterior capsule tear occurred during phaco. Extended wound to convert to ecce. Nucleus dropped to posterior segment. Anterior vitrectomy; tppv; lensectomy with frag handpiece. Ac iol implanted. Vacuum was not functioning. Prognosis reported as decreased vision at this time, but optimistic about eventual vision.